Manufacturer narrative:
Additional information : during the follow up it was reported that the patient did not verify that the patient line was primed prior to connecting for the start of therapy. Should additional relevant information become available, a supplemental report will be submitted. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It advises the user to verify that the patient line is properly primed and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) had the care giver (cg) check the line and found gaps of air in it. Rts explained the cg that they would need to end therapy and start over with new supplies. Continuous ambulatory peritoneal dialysis and proper procedures per the user manual were reviewed with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.